Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete load notification occurred. The customer's blood glucose was 280 mg/dl. Tandem customer technical support (cts) explained the cause of the alert (the load process is begun but not completed within 3 minutes), however the customer reportedly had not navigated to or begun the load process at the time the alert was declared. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.